Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified common femoral artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to dilate the lesion. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by simply pulling it out and the patient's status was good.